Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. Customer is calling for her husband's grandmother. The customer is concerned with tests results from results obtained of 51 and 79mg/dl. The customer's expected fasting blood glucose test result range is not yet established. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/20/2017 and open vial date is unknown. The meter memory was reviewed for previous test result history: (B)(6). Customer stated that has not gotten the diabetes under control therefor has not yet established a normal range.